Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-62- user had poor technique. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for error - e-5. Customer states that meter read e-5 after blood is applied to the strip. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling shaky. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of e-5 using meter. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Event description:
Consumer reported complaint for error - e-5. Customer states that meter read e-5 after blood is applied to the strip. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling shaky. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of e-5 using meter. The test strip lot manufacturers expiration date is 07/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report: #: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-62- user had poor technique. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Correction: product was returned and evaluated - updated from "no to yes." Device available for evaluation: yes. Device evaluated by manufacturer: yes.